Event description:
Provider dilated l5-s1 vertebral space using two interbody infusion grafts, (talos-tl (ha) peek ibfd manufactured by meditech spine, llc). The first graft was inserted without issue. As the provider was inserting the second graft, it broke into several fragments tearing the thecal sac causing a dural tear which then required surgical repair by the provider. The patient was hospitalized for two days, recovered well and had no further complications. FDA safety report ID# (B)(4). .